Event description:
Ambulance was called to respond to a patient in cardiac arrest. The emergency service crew turned on and placed the lucas device to enable mechanical CPR on the patient. When the plunger was placed and set and the start button pushed, the device turned off. The battery was replaced while manual CPR continued. A second attempt at using the lucas device was made and the same thing occurred again. Manual CPR continued without issue and the patient does get return of spontaneous circulation. There was no harm to the patient as there was an adequate amount of first responders available for non-interrupted CPR. Follow up: the lucas device was checked with a third battery at the ambulance garage and two supervisors (to rule out operator error) verified the same issue (although the lucas briefly functioned, but once turned off and on, it repeats the prior issue). The lucas device was sent to the hospital's biomed department for further inspection. Biomed reported that a new battery was placed in the lucas and the same issue as above occurred. Biomed was able to get the lucas to function once, but then it malfunctions again when turned off and back on. Biomed sent the device to the manufacturer. The manufacturer was unable to reproduce reported problem during inspection of the device. They were unable to verify failure. All connections were reseated, software was reloaded, performed potcal, and all checks were ok. The device was recertified for clinical use. Ambulance was called to respond to a patient in cardiac arrest. The emergency service crew turned on and placed the lucas device to enable mechanical CPR on the patient. When the plunger was placed and set and the start button pushed, the device turned off. The battery was replaced while manual CPR continued. A second attempt at using the lucas device was made and the same thing occurred again. Manual CPR continued without issue and the patient does get return of spontaneous circulation. There was no harm to the patient as there was an adequate amount of first responders available for non-interrupted CPR. Follow up: the lucas device was checked with a third battery at the ambulance garage and two supervisors (to rule out operator error) verified the same issue (although the lucas briefly functioned, but once turned off and on, it repeats the prior issue). The lucas device was sent to the hospital's biomed department for further inspection. Biomed reported that a new battery was placed in the lucas and the same issue as above occurred. Biomed was able to get the lucas to function once, but then it malfunctions again when turned off and back on. Biomed sent the device to the manufacturer. The manufacturer was unable to reproduce reported problem during inspection of the device. They were unable to verify failure. All connections were reseated, software was reloaded and all checks were ok. The device was recertified for clinical use. In conclusion, biomed speculates that the most likely attribute to the described issues related to the condition of the patient.